Event description:
It was reported that the intra-aortic balloon (iab) was placed on (B)(6) 2009. Patient in renal failure, third spacing with sub q air. Rn took care over at 1 am and found blood in drive line. Pump was discontinued immediately and iab removed without incident. Her concern was where helium (he) had gone when it entered pt. Rn explained to clinical support specialist (css) that the rn she relieved had only worked with datascope pumps and did not know what blood looked like when present in drive line. There were flakes and liquid blood in the drive line that actually rippled with inflation and deflation. Css asked if rn had received any gas loss alarms and rn stated that she had not, however, earlier in the evening, they had an alarm and treated it as a kink alarm by repositioning pt. Css explained the concept of moving volume from the pump into iab and that there was a possibility that there was some helium released into pt's arterial system. Css instructed rn to look for s/s of an air embolism and at this time she did not have any. Css and rn discussed that the blood in the drive line can also slow down the transition speed of helium and can also cause gas loss alarms. For best practice, we would assume helium was released into the system and rn would need to continue to assess pt. There were no reported patient complications. Rn will send pump to biomed to check and see if there is any blood back into the compressor.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.